Event description:
It was reported that insulin leaked from the bottom of the pump during cartridge fill when the user performed a press-and-hold fill, with leakage observed at the cartridge insertion area; the user stated the cartridge was not overfilled and visual inspection of the connector and needle showed no damage. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no alarms, and no hospitalization. Investigation included troubleshooting and user education on drying the pump cavity, correct rewind and cartridge insertion sequence, use of a new connector, verification of cartridge stopper position on a flat surface, and alignment of the connector needle with the cartridge. Investigation of this case revealed leakage at the cartridge-to-connector interface consistent with improper assembly or seating during fill, with device components implicated at the cartridge and connector interface. It was concluded, based on previously established findings for similar reports, that user technique during cartridge installation and fill was the most probable cause.

Manufacturer narrative:
Initial.